Manufacturer narrative:
Concomitant medical products: product ID: ipg a2dr01, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited noise. Though the leads tested without issues with an analyzer, the decision was made to explant the implantable pulse generator (ipg) and replaced it. The leads were capped and replaced. No patient complications have been reported as a result of this event.